Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped; component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, the most probable cause of poor image quality was traced to component failure. It is likely the following led to the chipped light guide bundle: component failure of the light guide bundle. The most probable cause of was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had poor image quality during inspection for use. There were no reports of patient harm.